Event description:
Patient reports that in 2008, she had surgery for a prolapsed uterus & bladder. One wk after the surgery, she developed an infection and was hospitalized and had to have an IV. About 3 wks later, it was discovered that the mesh had eroded. Approx two and a half months later, surgery was done to remove the mesh. Pt states that she is in pain and has decreased energy, and is scheduled for another surgery.